Event description:
Related manufacturer reference numbers: 1627487-2019-06352, 1627487-2019-06354, 1627487-2019-06355, 1627487-2019-06356.

Manufacturer narrative:
Concomitant medical products and therapy dates: medical product: model 3664, drg ipg; therapy date: unknown, medical product: model mn10550-50, drg extension; therapy date: unknown, medical product: model mn10450-50a, drg lead (2); therapy date: unknown. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference numbers: 1627487-2019-06352, 1627487-2019-06354, 1627487-2019-06355, 1627487-2019-06356. It was reported that the patient experienced a fever. As a result, surgical intervention was undertaken wherein the system was explanted and the patient was prescribed antibiotics.